Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and noted dried blood in the tip region. Additionally, visual inspection revealed that the distal ring was deformed/compressed in the tip region. Testing was completed to assess lead electrical performance and inner insulation integrity. Electrical testing found that measurements were within normal limits. Inner insulation integrity did not pass testing due to a deformed/compressed ring. Based on inspection and analysis of this device, boston scientific confirmed the reported clinical observations of high capture thresholds and failure to capture. This is likely due to handling.

Event description:
It was reported that during the procedure, after this left ventricular (lv) lead was successfully placed in the targeted vein, high capture thresholds, and loss of capture was observed. This lead was exchanged for a new one of a different model. It was noted that the threshold values were on the higher side with the new lead; however, the physician felt that this was acceptable, and the new lead was successfully implanted. No adverse patient effects were reported. This lead was received for analysis.